Manufacturer narrative:
Philips service replaced the flexvision pc and hard disk (flexvision 2 pc, hard disk) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc intermittently failed, resulting in no video display on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.